Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and adnexa uteri mass ("right mesosalpinx tubal hemorrhagic mass") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("unusual periods"), headache ("headaches"), fatigue ("fatigue"), rash ("rashes"), throat tightness ("throat tightness") and adnexa uteri mass (seriousness criterion medically significant). The patient was treated with surgery (excision of right mesosalpinx tubal hemorrhagic mass and she underwent excision of left fallopian tubes and right salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, headache, fatigue, rash, throat tightness and adnexa uteri mass outcome was unknown. The reporter considered adnexa uteri mass, dysmenorrhoea, fatigue, headache, menstrual disorder, pelvic pain, rash and throat tightness to be related to essure. The reporter commented: on (B)(6) 2018, right salpingectomy with excision of a right mesosalpinx tubal hemorrhagic mass, and diagnostic hysteroscopy with excision of the presumed right essure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly in place and that her fallopian tubes were occluded.. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and adnexa uteri mass ('right mesosalpinx tubal hemorrhagic mass') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("unusual periods"), headache ("headaches"), fatigue ("fatigue"), rash ("rashes"), throat tightness ("throat tightness") and adnexa uteri mass (seriousness criterion medically significant). The patient was treated with surgery (excision of right mesosalpinx tubal hemorrhagic mass and she underwent excision of left fallopian tubes and right salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, headache, fatigue, rash, throat tightness and adnexa uteri mass outcome was unknown. The reporter considered adnexa uteri mass, dysmenorrhoea, fatigue, headache, menstrual disorder, pelvic pain, rash and throat tightness to be related to essure. The reporter commented: on (B)(6) 2018, right salpingectomy with excision of a right mesosalpinx tubal hemorrhagic mass, and diagnostic hysteroscopy with excision of the presumed right essure. Essure insertion date provided in pif : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly in place and that her fallopian tubes were occluded.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received : reporter added, rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.